Event description:
A biventricular assist device (lvad & rvad) patient was being prepared to be transported from the or to the ICU, when the dual drive console (ddc) was disconnected from ac power onr drive module shut down completely. The left ventricular assist device (lvad) on the patient was supported using the emergency hand pump. The right ventricular assist device (rvad) continued to work normally. The ddc was reconnected to ac power and the module began functioning immediately. Initially, the patient experienced flash pulmonary edema, but recovered with no adverse effects. The patient was switched to a back up driver. The failure was traced to the 6vdc module batteries. The batteries were replaced which corrected the problem. The 6vdc module batteries were further evaluated and were found to be over 2 years old. Thoratec's directions for use (dfu) for the ddc recommends yearly replacement of the 6vdc module batteries.